Event description:
The service visit at sharon regional health system was scheduled per (B)(4) within work order wo-00200058. During the site visit, the amplification (amp) heater required recalibration due to failing initial verification at setpoint 3. Field quality updated risk assessment question 2 to 'yes' since the setpoint temperatures failed outside the accepted limits established by the verigene I assay temperature tolerance guard band risk report (03838). Per the verigene assay temperature tolerance (guard-band) study report (03768),the study evaluated assay performance of verigene® rp flex, ep, cdf, bc-gp and bc-gn assays at varying critical temperature parameters and established a functional range of temperature for assay tolerance above and below the nominal set points. It was determined within 03838, that the amp heater has an upper tolerance of +1 degree celsius from the setpoint 3 temperature 3 (85.0degc). In reviewing the attached naplogs, setpoint 3 had an adjusted temperature of +86.2c, 0.2c higher than the acceptable range per 03838. Due the finding, risk assessment question 2 was updated to 'yes'. The customer site is currently running the rp flex verigene assay. The amp heater verification failure can potentially impact assay performance related to the rp flex assay per 03838. Within an 18-month timeframe from the verification failure, the customer site has not reported any patient sample false results on either assay. The customer site reported no false results for the sp processor s/n (B)(4). There is no indication of this verification failure resulting in an adverse effect to patient results.

Manufacturer narrative:
In review of all associated customer-provided documentation and internally generated investigation notes against the criteria set forth in document (B)(4) (medical device reporting standards operating procedure), this complaint does meet the requirements for an MDR in the countries where this product is sold or distributed. Filing individual MDR out of abundance of caution due to the remote possibility of a false result contributing to a death or serious injury.